Event description:
It was reported that pump displayed malfunction code 199 in software and malf 12 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, experienced recurring malfunction after reset, and was informed that pump needed replacement; pump was confirmed within warranty, replacement was arranged, customer planned to use multiple daily injections as backup therapy, and customer received instructions for pump storage, shipping address confirmation, and return of problematic pump within 10 days.